Manufacturer narrative:
Information contained in this report was previously submitted through asr on date 30/apr/2003. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of nipple sensation increase/decrease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "loss of nipple sensation". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles in the shell, red and white particles in the shell, an opening on the posterior side, and underweight device. A visual and microscopic analysis were performed which identified a sharp crease opening, fold crease, wear abrasion, and stress marks. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and "loss of nipple sensation". Healthcare professional later reported capsular contracture baker grade iii and malposition. Device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii and malposition. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.